Manufacturer narrative:
Other: hose assembly.

Event description:
It was reported by service report that there is oil leaking from rod side hose. No pt involvement or adverse consequences are reported.